Manufacturer narrative:
The investigation for the high purge pressure has been completed. The product was not returned. The purge pressure was stable for 23 hours and then there were some fluctuations in the purge pressure and the purge flow started to decrease. There were no motor current spikes or long bag/cassette changes. The fluctuations lasted for three hours and then there was a rapid rise over 38 minutes, which triggered high purge pressure/blocked alarms. It remained elevated for 12 hours and then it starts to slowly decrease and is stable throughout the rest of the case. This is associated with biomaterial buildup in the purge gap. The root cause of the high purge pressure is most likely due to biomaterial buildup based on the data log analysis.

Event description:
The complainant reported that an impella 5.5 had high purge pressure, purge system blocked alarm while on patient support. Anticoagulation had not been in range for the last few hours. Motor current was in range. The physician was advised to perform tissue plasminogen activator-lysis. It was further reported that the patient expired while on impella support. There is not enough information to exclude impella as an associated factor in the patient's outcome.

Manufacturer narrative:
The impella device was not received from the customer. Therefore, the investigation of the device was not possible. Should the device or any new information be received, a supplemental manufacturer device report will be filed. As noted in the impella instructions for use: impella 5.5 with smartassist: section: using the automated impella controller with the impella catheter ¿unresolved purge pressure high alarm if not resolved by the recommendations provided, high purge pressure¿which triggers the ¿purge pressure high¿ alarm message¿could be an indication of a kink in the impella catheter. In this case, the motor is no longer being purged and may eventually stop. Clinicians should monitor motor current and consider replacing the impella catheter whenever a rise in motor current is seen.¿